Manufacturer narrative:
Product event summary: the partial delivery catheter was returned and analyzed. Analysis indicated that the hemostasis valve leaked. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found the valve was damage, and that allows air to ingress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead, an irregular lead insertion port was identified in the hemostasis valve of the catheter. Air ingress was noted inside the cardiac cavity. Due to the issue with the catheter, the lead could not be implanted and a new lead was then implanted. The patient had no issues from the air ingression. No patient complications have been reported as a result of this event.